Event description:
Reporter stated the customer experienced hyperglycemia and suspects the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in finland while this product is not sold in the united states, it is like or similar to a product marketed in the united states.